Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: "customer reported that one of the batteries (B)(6) failed to hold a charge while the device was under warranty. " no patient involvement.

Manufacturer narrative:
The root cause of the event was deemed to be a defective battery. After replacing the battery the device was released back into use.